Event description:
The customer reported that during a laparoscopic cholecystectomy "the device was not inflating properly". This resulted in changing the procedure to an open cholecystectomy. It was reported that the patient is doing fine.